Event description:
It was reported that the power plug end had started to melt. This was discovered during evaluation by a manufacturer field service technician. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.